Event description:
It was reported that the patient received multiple inappropriate shocks due to sudden onset supra ventricular tachycardia (svt). It was noted that at the time of the shocks the patient was sitting in a hot tub. It was also reported that intermittent atrial undersensing was noted during the episodes, and had also been noted at an interrogation in the past. The atrial sensitivity was adjusted and the device and right atrial (ra) lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, implantable pacing lead, (B)(6) 2008; 7070, competitor implantable tachy lead, (B)(6) 2008. (B)(4).